Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: misaligned top cover.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A clinic manager reported to fresenius customer service this 65-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2025 due to a cardiac arrest attributed to a significant history of cardiac disease. The patient was vacationing at her son¿s home when she was found unresponsive and pulseless while connected to her liberty select cycler. Emergency services were activated; however, the patient was pronounced deceased in her son¿s home with no transport. It was confirmed that the cause of the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A clinic manager reported to fresenius customer service this 65-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2025 due to a cardiac arrest attributed to a significant history of cardiac disease. The patient was vacationing at her son¿s home when she was found unresponsive and pulseless while connected to her liberty select cycler. Emergency services were activated; however, the patient was pronounced deceased in her son¿s home with no transport. It was confirmed that the cause of the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s death can be attributed to a cardiac arrest due to a significant cardiac disease history as reported by a medical professional. It is well known that the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease as seen in this case. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.